Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited an image had interference and the object was not visible. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, the image had interference due to defective up board. The object was not visible, could not be identified. The root cause could not be determined. From the evaluation tab, failure of the up board was confirmed, and from this, we presume that the phenomenon ¿noise occurred in the image¿ occurred due to failure of the up board. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review:the defect is not caused by misuse of the user, thus not applicable. Olympus will continue to monitor the field performance for this device.